Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the air water tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The following reportable malfunctions were identified during the device evaluation: air water tube foreign objects. Based on the results of the investigation, the foreign material was likely caused by a failure to follow instructions; however, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.